Event description:
On 12/24 it was noticed that there was blood within the intra-aortic balloon pump tubing and the balloon was not functioning. There was a large inspissated plug within the balloon which initially made it impossible to remove the balloon from the femoral puncture. After dissolution with streptokinase, the balloon was easily removed.